Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2128, awareness date 30-oct-2015). Additional information received on 10-nov-2015. It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2013. On (B)(6) 2015 she had essure removed after 2 years of pain, bleeding, bloating and anxiety. Internal review on 10-nov-2015: the case (B)(4) was identified as a duplicate of this case. Case (B)(4) will be deleted from bayer database. Product technical complaint (ptc) investigation result received on 22-nov-2015 ptc global number: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain and bleeding after essure (fallopian tube occlusion insert) insertion. The device was removed 2 years after its placement. These events are listed according to essure's reference safety information. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of alternative explanations; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (surgical intervention implied). Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.